Manufacturer narrative:
Currently it is unk whether the device may have caused or contributed to the reported event. The med records indicate the pt was treated for adhesions. Adhesion is listed as a known adverse reaction. At this time there is no evidence of a mfg related cause for the related event. If additional event and/or eval info is obtained, a follow up MDR will be submitted. See MDR 1213643-2015-00106 for info related to the other bard/davol flat mesh implanted on (B)(6) 2003.

Event description:
The following is based on a review of the pt's med records provided to davol by the pt's atty: on (B)(6) 2003 the pt underwent laparoscopic supracervical hysterectomy and a burch bladder suspension with implant of two bard/davol flat mesh. On (B)(6) 2007 the pt was diagnosed with pelvic relaxation with cystocele and rectocele and sui. The pt underwent a multi part procedure. Per operative report details, no mention or visualization of bard/davol flat mesh. On (B)(6) 2008 the pt was diagnosed with sui and underwent cystoscopy and periurethral collagen injection. On (B)(6) 2008 pt was admitted to the hosp for complaints of abdominal pain and dyspareunia. The pt was diagnosed with exposed permanent sutures at the right vaginal apex, intraperitoneal mesh likely from prior burch colposuspension and pelvic adhesions. The pt underwent a multi part procedure with excision of two permanent sutures and partial explant of the bard/davol flat mesh. On (B)(6) 2010 pt was diagnosed with stress urinary incontinence and mild to moderate cystocele and underwent implant of a non bard/davol transobturator sling. On (B)(6) 2013 pt had an md office visit with complaints of left breast pain, ear pain, and chronic pelvic pain. Per md progress notes the pt continues to take oral pain medications and apply an analgesic patch to treat her symptoms.